Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue - she has never seen the low battery messages on her meter. The meter would go from halfway to nothing without displaying message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.